Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months a correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for an unspecified, unrelated reason. On (B)(6) 2015, while an inpatient, the patient developed gastrointestinal bleeding and received 6 units of packed red blood cells. An esophagogastroduodenoscopy (egd) revealed arteriovenous malformations (avms). The avms were clipped and cauterized. The patient's inr was 1.9-2.1. The patient resumed taking coumadin and was discharged home on "(B)(6) 2016". On (B)(6) 2016 the patient was readmitted with a drop in the hemoglobin level to 6.6 g/dl. The patient received 1 unit of packed red blood cells. An egd was performed and the source of bleeding was found, clipped and cauterized. The patient was discharged home on coumadin on (B)(6) 2016. The patient's inr was 2.3. No further information was provided.